Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the operating room for lead revision. The right ventricular lead had exhibited variable r wave sensing amplitude. The physician suspected of microfracture. The lead was explanted and replaced successfully.